Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) spain, alleging that the onetouch vita meter is giving inaccurate high results. According to the patient took fast acting insulin at the time of concern and her blood glucose decrease to 20 mg/dl. She required hcp treatment at the hospital. The patient was contacted to obtain more information surrounding the incident but the patient declined to provide any more information. This complaint is being reported because the patient had hypoglycemic reading of 20 mg/dl and required hcp treatment while she managed her diabetes with the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.